Manufacturer narrative:
The investigation is still ongoing.

Event description:
It was reported by our field clinical specialist (fcs), that approximately 2 years, 3 months and 19 days post implant with a 26 mm sapien 3 ultra valve, the patient presented with severe aortic insufficiency. Per imaging review, the patient had central regurgitation and leaflet thickening.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. The device was not returned to edwards for evaluation. The complaint investigation was conducted, using a technical summary written by edwards lifesciences. There was a review of previous work orders, the work order review did not reveal any manufacturing nonconformance issues that would have contributed to this event. A lot history was performed and revealed no other related complaints. There is no evidence to support that a design/ manufacturing defect has potentially contributed to the complaint; therefore, a manufacturing mitigations review is not required. Imagery was provided by the site and reviewed by an edwards imager. There is approximately 11mm x 5mm mass prolapsing into the lvot with every cardiac cycle. It appears to be attached to the sapien valve cusp on the lateral side. This could possibly be a vegetation, an old vegetation, or thrombus. There is thickening at the base of the anterior leaflet. This could possibly represent halt. There is severe posterior-lateral ar. A review of the relevant instructions reveals similar content as documented in the technical summary. Therefore, the review of the instructions/manuals within the technical summary remain equivalent to the instructions/manuals for this complaint event. The content adequately provides warnings and instructions for use regarding the reported complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for leaflet thickened/halt, leaflet motion restricted-in patient and central regurgitation were confirmed based on the provided medical record and imagery. A review of the DHR and lot history did not indicate any manufacturing nonconformances that could have contributed to the reported event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per imaging evaluation, there is thickening at the base of the anterior leaflet. Due to limited information provided, a definitive root cause was unable to be determined at this time. As the leaflets were thickened, it could affect the function/ suboptimal coaptation of leaflets resulting in leaflet motion restriction. Per medical record, tavr leaflet flailing and area of under-expanded. In this case, the leaflet thickening or stiffness of leaflets could lead to suboptimal valve leaflets coaptation, resulting in leaflet motion restriction. As such, available information suggests that patient factors (leaflets thickened) may have contributed to the complaint event. Per the instructions for use (IFU), central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. In this case, leaflet thickened with motion restricted was reported, so it could affect the valve leaflets coaptation, resulting in central regurgitation. The further unknown mass attachment to the cusp/leaflet could also obstruct the blood flow across valve, which led to improper valve leaflets coaptation, resulting in central regurgitation. As such, available information suggests that patient factors (thickened leaflet, leaflet motion restricted, unknown mass) may have contributed to the complaint event. A product risk assessment is not required because there are no confirmed product or labeling/IFU/training material non-conformances affecting distributed product and no other triggers have been met. A CAPA/scar is not required because an edwards/supplier defect which could have resulted in the complaint was not confirmed. The IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required.

Event description:
It was reported by our field clinical specialist (fcs), that approximately 2 years, 3 months and 19 days post implant with a 26 mm sapien 3 ultra valve, the patient presented with severe aortic insufficiency. Per imaging review the patient had central regurgitation and leaflet thickening. Per tee operative findings there was severe tavr aortic insufficiency, tavr leaflet flailing and area of under-expanded.